Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient¿s therapy had stopped due to a power on reset (por). The consumer stated that the patient was doing normal charging when they got the informational por error message displayed on the recharger. Troubleshooting steps were performed and resolved the issue. The patient was able to successfully clear the por using the patient programmer. It was noted that therapy would resume at the last programmed parameters and the patient could adjust as needed. The consumer confirmed that the patient was receiving adequate therapy. No further complications were reported or anticipated. Indication for use is spinal pain.